Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -temporary poor connection caused by foreign material getting caught between the electrical contacts of the scope connector and the electrical contacts of the system, which prevented the image signal from being transmitted properly. The event can be detected and prevented by following the instructions for use: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope blacked out when used. The issue occurred during an unspecified procedure. The intended procedure was completed using the same set of device. There were no reports of patient harm.